Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastric stimulation and gastrointestinal/pelvic floor issues. It was reported that there was some movement of the ins since implant; when the patient goes from a sitting to laying position, the ins shifted from a flat position to a sideways position in their body. It was noted that the patient had a follow up appointment scheduled for 2018-jan-16 and it was recommended that the patient contact their doctor¿s office regarding the ins moving in the pocket. No symptoms were reported. No further complications were reported/anticipated.